Event description:
Tube containing blood broke and cut technician's hand while inserting stopper back into tube. Technician washed and cleansed the cut and bandaged finger. No medical intervention or stitches required. Source blood and technician tested for human immunodeficiency virus, hepatitis b and c.